Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy after the anastomosis, the surgeon removed stapler from the patient, however the anvil was disengaged from the device and stayed at intestinal canal. The surgeon removed the anvil by endoscope and confirmed anastomosed site was fine. The sales rep visited the surgery room and confirmed the device in question was no problem in appearance. Donuts were completed. No deformation was noted in anvil side. After the surgery, the sales rep interviewed to the surgeon. The surgeon observed that there was no foreign material when he/she connected the anvil to the trocar. The surgeon rotated twist knob only twice. The surgeon also observed a big resistance at removing the device from the patient. The patient had heavy diverticular disease and intestinal canal was very thickened. The surgical time was extended by more than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Visual inspection noted that the green bar was visible in the indicator window and the safety feature was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.